Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis; compression fracture procedure involved: balloon kyphoplasty (bkp) levels implanted: l5 it was reported that on (B)(6) 2020, intra-op, the balloon damaged during inflation. Inflation capacity was 2cc and inflation pressure was around 150psi. After the balloon was damaged, cleaning was performed and it was continued to inflate the balloon on the opposite side, then cement was filled. The product came in contact with the patient. There was no patient complication as a result of this event. There were no fragments in the patient reported. There were no further complications reported regarding the event.